Event description:
It was reported that the customer received a battery out limit alert and her blood glucose was 458 mg/dl. She treated with manual injection. The alarm occurred after a battery change. Customer also reportedly received an off now power alarm without having first received a low battery warning. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.